Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. Therefore this medwatch report is no longer reportable. Additional information was requested, the following was obtained: * were there any patient consequences? No. * when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? During removal from the package. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) or nurse.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? When did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? Please provide the source or name and title of the external person providing answers to follow-up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle burst from the suture. It was also reported that the treed do not feel like it used to. There were no adverse patient consequences reported, additional information was requested.